Event description:
New information received notes the implantable cardiac monitor exhibited a false pause episode. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited false pause episodes due to loss of contact. No intervention was performed. The patient was in stable condition.